Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had air bubbles in reservoir. Customer stated they re-loaded the cannula and reservoir has multiple air bubbles. The customer manages to remove air bubbles, but it re-occurs. Customer stated the blood glucose was not registering in the insulin pump due to the air bubbles. Customer stated something is wrong with reservoirs, stated the issue has been more consistent the last month. Customer is currently priming correctly. Customer stated she's a brittle diabetic, little air bubbles make a bug air bubble when she fills the line. The champagne bubbles combined raise customer's blood glucose. Customer stated they are about (B)(4) champagne air bubbles. Advised customer we would replace reservoirs. Advised to monitor her blood glucose and if needed to please revert to her back up plan.